Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
5f antegrade side stick on a fully anticoagulated patient who was undergoing an intervascular procedure. Post closure using a 5f celt, dr noticed some track ooze but no hematoma post deployment. The wound area had some swelling but it was soft with no borders. Approximately 2 hours post deployment it was noted that the patient had a large hematoma in the groin. Manual pressure was applied and a pressure dressing and sandbag were applied after this. At no time was pulsatile bleeding observed. The patient was subsequently discharged with a pressure dressing and no other complications subsequently noted.